Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that the vns patient had an infection one month after implant that required explant of the vns. The patient was scheduled for re-implantation of the vns on (B)(6) 2013. The patient underwent re-implant surgery on (B)(6) 2013 and the surgeon placed the leads on her right side due to a previous surgery that caused her right vocal cord to be paralyzed. The surgeon stated that after her previous infection on the left with the original implant, he didn't want to take the chance of damaging her left vocal cord. The previous surgery that caused the right vocal cord paralysis was a cervical fusion done may years ago. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead were sterilized prior to distribution. Good faith attempts for further information from the physician have been unsuccessful.

Manufacturer narrative:
The serial number provided for the generator provided on page 4 of the medwatch received indicated "(B)(4)". This is the generator that was implanted in 2013.

Event description:
The patient reported her experience to the FDA in medwatch report mw5061274. The patient reported the following: "the last surgery I had was to insert a vagus nerve stimulator, vns made by cyberonics, this also became infected and I had yet another surgery and infection. They had to redo the surgery on my right chest instead of my left. The specific company for the vns was made by cyberonics with generator (B)(4). After this surgery I had to stay one night in the hospital. I moved to (B)(6) to be near my sister who helped me out. The trip from (B)(6) is 45 minutes as opposed to 3 hours. On one trip from (B)(6) I totaled my (B)(6), I don't remember why. Some of the leftover symptoms are: I have not worked since 2011 in a job I loved as (B)(6); I have really bad balance and numbness on my left side, I go to the hospital at (B)(6) every 4 months to get a contrast MRI with the neurosurgeon and with a neurologist to check and adjust my medication if needed. I cannot use a ladder, cannot swim alone, cannot kayak or canoe with my family, I cannot snowboard with my girls anymore, occasionally I lose my driver's license for medical reasons. So that is my story. One thing to add is that along the way someone snagged and paralyzed one of my vocal cords, it will remain that way for the rest of my life. After all this happened, my eyesight changed, I never had to use eyewear until after all this. Thank you, and if you need anything further, please feel free to call me (B)(6). I am not sure my cognitive abilities will ever be the same." MFR report #1644487-2016-01151 reports the potential infection from replacement surgery on (B)(6) 2013 per the following portion of the patient's report: "I had yet another surgery and infection".